Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was damaged. The customer¿s blood glucose level was 180 mg/dl at the time of incident. Customer state that the reservoir was not able to lock into place. The insulin pump will be return for analysis.

Manufacturer narrative:
Device received with reservoir able to lock into place and properly tested displacement test. Device received with cracked case (battery tube) and cracked case-corner of belt clip rails. (B)(4).